Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a diabetes care manager that the customer experienced low blood glucose, with blood glucose of 25 mg/dl at the time of the incident. The insulin pump had keypad anomaly. The customer was with the diabetes care manager to get pump upload assistance. The customer experienced symptoms such as convulsions. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined due to the unresponsive buttons. The caller reported the buttons on the pump were indented and not responding. The insulin pump will be returned for analysis.